Manufacturer narrative:
Evaluation codes: the investigation unit has evaluated this complaint and has determined that it is not associated with remedial action and is therefore unassigned. This is the final report

Event description:
The account stated that error code 1007 (unable to process test, activated read failure) was generated on the architect i2000 analyzer. The issue was resolved by replacing the reaction vessel cells with another lot (68007p100). No impact to patient management was reported by the customer.

Manufacturer narrative:
Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.